Manufacturer narrative:
(B)(4). One mac3, and one mac4 components from MRI conditional laryngoscope kit ((B)(4)), were received for evaluation. Visual inspection was performed and no damage or abuse was noted on either blade. Photographic inspection of a photo submitted by the sales rep was conducted. IFU states, "to reassemble, first place tip of fiberclip in the opening on the blade. Then press base of fiberclip into recess on the base of the blade ensuring it is firmly secured". Both blades were attached to a fully functional MRI laryngoscope handle with a known good battery. Once attached and engaged both blades projected a strong, and constant beam of light from the incorporated bulb. Functional testing did not confirm the complaint. Based on the picture provided by the sales rep the customer is failing to follow the IFU for reassembly. The complaint cannot be confirmed as it was reported. An in-service request is generated to address this issue..

Event description:
Customer complaint alleges "light source fails to activate". Alleged malfunction reported as occurred while pre-testing prior to use on patient. There was no report of patient injury or consequence. Patient condition reported as "fine".